Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: delta ceramic head: cat #unk, lot #unk. Restoration cone bode: cat #unk, lot #unk. Cable: cat #unk, lot #unk. It cannot be determined which, if any of these devices may have caused or contributed to the liner fracture.

Event description:
Pt was not compliant following revision hip but did not seemingly have a significant event that contributed to the fractured ceramic liner. Presented with pain and squeak. Revision hip surgery to remove fractured alumina trident liner along with delta ceramic head and restoration cone body. Upon removal, delta head demonstrated significant black marks and there was no ceramic liner present in the titanium sleeve. Surgeon would like to know if possible debris caused by loose cable rubbing on the proximal cone body (abrasion can be seen), may be contributing to the line fracture?